Event description:
It was reported that during an iliac stenting procedure, the stent partially dislodged. The stenosis was located in the non-calcified and severely tortuous iliac artery. Vascular access was obtained in the femoral artery using a femoral crossover technique. The physician advanced the express vascular ld premounted stent system towards the lesion, however, resistance was encountered while attempting to cross the aortic bifurcation and the express stent partially dislodged. The physician did not make any attempts to retract the stent and successfully deployed the stent where it dislodged. Because the first stent was not implanted at the intended location, the physician implanted a express vascular ld 9.0 x 37 stent to successfully complete the procedure. No further patient complications were noted and the patient's status was reported as "fine". This product is only ous approved, however, it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device was implanted, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.